Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged cough, headaches, throwing up mucus, acid reflux, and nausea. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged cough, headaches, throwing up mucus, acid reflux and nausea. There was no report of serious patient harm or injury. The reported events of the patient having a cough, headache, throwing up mucus, acid reflux, while the trilogy 100 is "blowing hard" does not meet the definition of a serious injury or a reportable serious injury. The mention of dialysis is unrelated to the device and there is no allegation mentioned against a philips device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.